Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had b30 error. The malfunction was observed during reprocessing. There were no reports of patient involvement.

Event description:
No additional information from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, h2, h3. H4, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.